Event description:
Literature: ooi yc, saulino m, williams ka, jr., sharan a. Observational analysis of successful reimplantation of explanted intrath ecal drug delivery systems: a case series. Pmr : the journal of injury, function, and rehabilitation. Feb 2011;3(2):175-178. Doi: 10.1016/j.pmrj.2010.08.004. Summary: the authors reviewed 274 implant procedures that were performed involving 166 new patients. They examined patients who initially experienced infectious complications requiring intrathecal drug delivery system (itdds) explantation between (B)(6) 2001 and (B)(6) 2009. Reportable event: the authors report on a (B)(6) female with multiple sclerosis who was originally implanted on the right abdominal side (subcutaneous). The device was explanted due to incisional dehiscence; the patient was reimplanted 26 months later on the right (subfascial). Follow up at 41 months revealed no further complication.